Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#:k023331, bk050036. Investigation summary: material no. 367528, lot no. 0350632. Bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for 'cracked tube, damaged stopper, and underfill' with the incident lot was observed. Two hundred (200) retention samples from bd inventory were evaluated by visual examination and the issue of 'cracked tube and damaged stopper' was not observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of 'underfill' was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced underfill or low draw of a tube with blood, and cracked tube . The following information was provided by the initial reporter. The customer stated: tube crack, and underfill.